Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high and had diabetic ketoacidosis and was hospitalized. The customer reported that she was in the hospital on friday because of high blood glucose and was told that pump malfunctioned. Customer was in hospital from (B)(6) 2018 to (B)(6) 2018. Patient's blood glucose at time of incident was 600 mg/dl. Patient's current blood glucose was 414mg/dl. The customer had abdominal pain and was dizzy. The customer treated high blood glucose with manual injections. Blood glucose value when admitted to hospital was 529mg/dl. The customer was wearing the pump at time of hospitalization. Customer declined to perform the high pressure test. The insulin pump will not be returned for analysis.